Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose level was 509 mg/dl. Patient`s mother gave the customer a correction injection via manual insulin therapy to address the elevated bg level. The customer reverted to an alternate method in insulin therapy.